Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) was electively replaced due to an advisory issued on this model device. During the replacement procedure, a different implantable cardioverter defibrillator (ICD) was attempted, but not implanted due to the patient's high defribrillation thresholds (dft).